Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1avr1-delsys] (B)(6). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) difficulty was observed in maneuvering the device to the septal location as the patient had small right ventricular (rv). It was further reported that high thresholds were noted on multiple deployment attempts and subsequently the tether was noted to be tangled in the proximal end of the delivery system. The leadless ipg and delivery system was attempted/not used and replaced. No patient complications have been reported as a result of this event.